Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The stated that, the up and down buttons are harder to press and rejected new batteries and also had unexplained random delivery alarms and failed to give no delivery alarms when out of insulin and clock runs slightly slow and had scratches on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.